Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding between periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included uterine ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), rash macular ("red dots all over the belly"), petechiae ("petechia"), skin discolouration ("discolouration of skin"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), alopecia ("hair loss"), depression ("depression"), visual impairment ("sight disruption"), feeling abnormal ("brain fog") and complication of device insertion ("problem fitting coils: only one side placed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, skin discolouration, endometriosis, adenomyosis, dysphagia, alopecia, depression, weight increased, visual impairment, feeling abnormal and complication of device insertion outcome was unknown and the rash macular and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter considered petechiae and rash macular to be related to essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechia but they did not hurt or anything, she just ignore them. Most recent follow-up information incorporated above includes: on 23-mar-2020: event "red dots all over the belly" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on 15-jan-2019. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, localosed') and genital haemorrhage ('bleeding between periods') in a female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included painful periods on (B)(6) 2015, prolonged heavy periods on (B)(6) 2015, buttock pain (progressively increased in severity over few days.) On (B)(6) 2015, back pain on (B)(6) 2015, unilateral leg pain (following the injections her left leg symptoms resolved and she had returned to normal activities function until february 2015.) In 2013, breast lump (the patient noticed these at the beginning of april and they have persisted beyond menstruation. The physician felt bilateral nodularity in the outer aspect of both breasts, slightly more so in the right breast, dominant nodule in the 11 ¿ 12 o¿clock position of the right breast.) In 2013, varicose veins of lower extremities in 2010, smoker in 2010, saphenectomy (long saphenous vein strip. Varicose vein avulsion.) In 2010, uterine ablation, urinary tract infection and vaginal delivery. Previously administered products included for irregular menses: oral contraceptive on (B)(6) 2015; for an unreported indication: mirena in 2009 and t safe in 2009. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient underwent endometrial ablation ("endometrial ablation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), rash macular ("red dots all over the belly"), petechiae ("petechia"), skin discolouration ("discolouration of skin"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), alopecia ("hair loss"), depression ("depression"), visual impairment ("sight disruption"), feeling abnormal ("brain fog"), complication of device insertion ("problem fitting coils: only one side placed"), hypersensitivity ("allergy symptom") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, petechiae, skin discolouration, endometriosis, adenomyosis, dysphagia, alopecia, depression, weight increased, visual impairment and complication of device insertion outcome was unknown and the dyspareunia, rash macular, peripheral swelling, feeling abnormal, hypersensitivity and amnesia had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometrial ablation, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter considered amnesia, hypersensitivity, petechiae and rash macular to be related to essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechias but they did not hurt or anything, she just ignore them. No device migration. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: bimanual examination showed bulky uterus but the rest was normal. Smear cervix - on an unknown date: hvs and chlamydia; on (B)(6) 2009: colposcopy examination demonstrated hpv but no acetopositive cells. Ultrasound pelvis - on (B)(6) 2015: possible endometrial polyp otherwise normal examination; on (B)(6) 2015: showed endometrial polyp 6mm small though can give because of irregular bleed; on (B)(6) 2015: endometrial polyp. Urine analysis - on (B)(6) 2007: nitrite positive. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, weight increased, endometriosis, dysphagia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: the patient´s initials was updated, patient´s date of birth, medical history, historical drugs, lab datas and adverse event of special interest (endometrial ablation) were received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on 15-jan-2019. The most recent information was received on 13-jul-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding between periods') in a female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included uterine ablation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), rash macular ("red dots all over the belly"), petechiae ("petechia"), skin discolouration ("discolouration of skin"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), alopecia ("hair loss"), depression ("depression"), visual impairment ("sight disruption"), feeling abnormal ("brain fog") and complication of device insertion ("problem fitting coils: only one side placed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, petechiae, skin discolouration, endometriosis, adenomyosis, dysphagia, alopecia, depression, weight increased, visual impairment, feeling abnormal and complication of device insertion outcome was unknown and the rash macular and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter considered petechiae and rash macular to be related to essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechias but they did not hurt or anything, she just ignore them. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) on 15-jan-2019. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain, localosed /pelvic pain") and genital haemorrhage ("bleeding between periods") in an adult female patient who had essure inserted (lot no. D30801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("problem fitting coils: only one side placed") and medical device monitoring error ("tubal ligation then performed at the same time as ablation despite coil being fitted"). The patient had a medical history of vomiting on (B)(6) 2018, painful cough on (B)(6) 2017, prolonged heavy periods and painful periods on (B)(6) 2015, buttock pain (progressively increased in severity over few days.) On (B)(6) 2015, back pain on (B)(6) 2015, unilateral leg pain (following the injections her left leg symptoms resolved and she had returned to normal activities function until (B)(6) 2015.) And breast lump (the patient noticed these at the beginning of april and they have persisted beyond menstruation. The physician felt bilateral nodularity in the outer aspect of both breasts, slightly more so in the right breast, dominant nodule in the 11 ¿ 12 o¿clock position of the right breast.) In 2013, saphenectomy (long saphenous vein strip. Varicose vein avulsion.), smoker and varicose veins of lower extremities in 2010, postpartum depression in 2006 and dysphasia, nickel allergy, parity 3 ((B)(6) 2006- postnatal depression (B)(6) 2006- normal delivery (B)(6) 2000- normal delivery), dry mouth, belching, chest pain, heartburn, corkscrew esophagus, vaginal delivery, recurrent urinary tract infection and uterine ablation. Previously administered products included: oral contraceptive nos for irregular menses and mirena and t safe cu 380a ql. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she underwent endometrial ablation ("endometrial ablation"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex / dyspareunia"), abdominal distension ("severe bloating"), rash macular ("red dots all over the belly"), petechiae ("petechia"), skin discolouration ("discolouration of skin"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), alopecia ("hair loss"), depression ("depression"), visual impairment ("sight disruption"), brain fog ("brain fog"), hypersensitivity ("allergy symptom"), amnesia ("memory loss") and mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingoophorectomy). At the time of the report, the dyspareunia, rash macular, peripheral swelling, brain fog, hypersensitivity and amnesia had not resolved. The outcomes for pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, petechiae, skin discolouration, endometriosis, adenomyosis, dysphagia, alopecia, depression, weight increased and visual impairment were unknown. The reporter considered amnesia, hypersensitivity, mental disorder, petechiae and rash macular to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, dysmenorrhoea, genital haemorrhage, dyspareunia, abdominal distension, brain fog, peripheral swelling, dysphagia, skin discolouration, alopecia, depression, weight increased, endometriosis, adenomyosis, visual impairment or endometrial ablation. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechias but they did not hurt or anything, she just ignore them. No device migration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): bimanual examination showed bulky uterus but the rest was normal [smear cervix] on (B)(6) 2009: colposcopy examination demonstrated hpv but no acetopositive cells; (date unknown): hvs and chlamydia [ultrasound pelvis] on (B)(6) 2015: possible endometrial polyp otherwise normal examination; on (B)(6) 2015: showed endometrial polyp 6mm small though can give because of irregular bleed; on (B)(6) -2015: endometrial polyp [urine analysis] on (B)(6) 2007: nitrite positive concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, weight increased, endometriosis, dysphagia, back pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: mr received : reporters information patient medical history added, event - "psychological disorder" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding between periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included uterine ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), feeling abnormal ("brain fog"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), skin discolouration ("discolouration of skin"), alopecia ("hair loss"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), visual impairment ("sight disruption"), complication of device insertion ("problem fitting coils: only one side placed") and petechiae ("petechia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, feeling abnormal, dysphagia, skin discolouration, alopecia, depression, weight increased, endometriosis, adenomyosis, visual impairment and complication of device insertion outcome was unknown and the peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter considered petechiae to be related to essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechias but they did not hurt or anything, she just ignore them. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the new event petechia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 15-jan-2019. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, localosed') and genital haemorrhage ('bleeding between periods') in a female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included uterine ablation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), rash macular ("red dots all over the belly"), petechiae ("petechia"), skin discolouration ("discolouration of skin"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), alopecia ("hair loss"), depression ("depression"), visual impairment ("sight disruption"), feeling abnormal ("brain fog"), complication of device insertion ("problem fitting coils: only one side placed"), hypersensitivity ("allergy symptom") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, petechiae, skin discolouration, endometriosis, adenomyosis, dysphagia, alopecia, depression, weight increased, visual impairment and complication of device insertion outcome was unknown and the dyspareunia, rash macular, peripheral swelling, feeling abnormal, hypersensitivity and amnesia had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter considered amnesia, hypersensitivity, petechiae and rash macular to be related to essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechias but they did not hurt or anything, she just ignore them. No device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: lawyer reported new events: allergy symptom, memory loss, considered related, and including dyspareunia and feeling abnormal ongoing. Essure removal date added. No device migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2019. The most recent information was received on(B)(6) -2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('bleeding between periods') in a female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included uterine ablation. On (B)(6) -2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), rash macular ("red dots all over the belly"), petechiae ("petechia"), skin discolouration ("discolouration of skin"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), alopecia ("hair loss"), depression ("depression"), visual impairment ("sight disruption"), feeling abnormal ("brain fog") and complication of device insertion ("problem fitting coils: only one side placed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, skin discolouration, endometriosis, adenomyosis, dysphagia, alopecia, depression, weight increased, visual impairment, feeling abnormal and complication of device insertion outcome was unknown and the rash macular and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter considered petechiae and rash macular to be related to essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. The patient described that she had petechias but they did not hurt or anything, she just ignore them. Most recent follow-up information incorporated above includes: on (B)(6) 2020: insertion date,batch number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("bleeding between periods") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "tubal ligation then performed at the same time as ablation despite coil being fitted". The patient's medical history included uterine ablation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("severe bloating"), feeling abnormal ("brain fog"), peripheral swelling ("swelling of limbs"), dysphagia ("difficult swallowing"), skin discolouration ("discolouration of skin"), alopecia ("hair loss"), depression ("depression"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), visual impairment ("sight disruption") and complication of device insertion ("problem fitting coils: only one side placed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removed via full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, feeling abnormal, peripheral swelling, dysphagia, skin discolouration, alopecia, depression, weight increased, endometriosis, adenomyosis, visual impairment and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, alopecia, complication of device insertion, depression, dysmenorrhoea, dyspareunia, dysphagia, endometriosis, feeling abnormal, genital haemorrhage, pelvic pain, peripheral swelling, skin discolouration, visual impairment and weight increased with essure. The reporter commented: tubal ligation then performed at the same time as ablation despite coil being fitted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.